Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. There was a power outage at the facility and the ro system could not be powered on after power was restored. The biomed later reported in a subsequent call on the same day that smoke was coming from stage 2. The biomed was advised to cut the power to stage 2 and open the ro system to identify which parts were burning. The customer reported that the motor protection switch (mps) and wires were all burned. The biomed was advised to run the ro system in emergency mode and replace all burnt components. An onsite evaluation was requested by the biomed for repair of the ro system. Additional information was obtained during follow-up with the biomed. The biomed confirmed that a burning smell, sparking, smoke, and arcing were observed. The biomed stated that the ¿smoke was minimal, just from wires.¿ no smoke detectors were triggered inside the facility, use of a fire extinguisher was not required, and the fire department was not dispatched to address the issue. The biomed confirmed there was a storm at the time of the event but there was no indication that this was the cause of the failure. The power cord, mps, cable set from the mps to the power contactor, power contactor, and motor protection relay were replaced to resolve the reported issue. The system was returned to service following repair. No parts were reported to be available to be returned to the manufacturer for physical examination. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. However, photographs were provided for review that the manufacturer found sufficient for confirming the reported thermal damage. The manufacturer determined that a bad electrical contact on the motor protection switch (mps) led to increased contact resistance and pump current which increased thermal energy at the contacts points, overheating the cable lugs/wiring resulting in discoloration/damage. It was noted that the bad electrical contact could also cause a missing mains line and for the thermal overload switch or the mps (depending on the operation mode) to load unbalanced resulting in tripping or damage. Power issues (line fluctuations/blown fuse) were also noted as a contributing factor for a tripping mps or thermal overload relay as they cause higher currents. This failure is a known issue. Corrective actions were defined and implemented. A change was made to the design of the switch. The new design is currently unavailable for the us market. According to the provided information, the burned parts were replaced to resolve the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. There was a power outage at the facility and the ro system could not be powered on after power was restored. The biomed later reported in a subsequent call on the same day that smoke was coming from stage 2. The biomed was advised to cut the power to stage 2 and open the ro system to identify which parts were burning. The customer reported that the motor protection switch (mps) and wires were all burned. The biomed was advised to run the ro system in emergency mode and replace all burnt components. An onsite evaluation was requested by the biomed for repair of the ro system. Additional information was obtained during follow-up with the biomed. The biomed confirmed that a burning smell, sparking, smoke, and arcing were observed. The biomed stated that the ¿smoke was minimal, just from wires.¿ no smoke detectors were triggered inside the facility, use of a fire extinguisher was not required, and the fire department was not dispatched to address the issue. The biomed confirmed there was a storm at the time of the event but there was no indication that this was the cause of the failure. The power cord, mps, cable set from the mps to the power contactor, power contactor, and motor protection relay were replaced to resolve the reported issue. The system was returned to service following repair. No parts were reported to be available to be returned to the manufacturer for physical examination. There was no harm to any patients or individuals as a result of this malfunction.